Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow-up with an episode of noise exhibited by the right ventricular lead. The noise was not reproducible. No patient symptoms and no interventions were reported.

Event description:
New information received notes that the right ventricular lead was explanted. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.